Event description:
A surgeon reported a problem with adhesion formation following implantation of the permacol, that employed both open and laparoscopic techniques. The patient was on post operative day 7, when he presented to the emergency doctor with a bloated abdomen. His work up was significant for small bowel obstruction. The patient aspirated on vomitis in the emergency doctor's room prior to exploratory laparotomy. The exploratory laparoscopy showed intestinal volvulus and small bowel obstruction from an adhesion. The adhesion was reduced surgically with blunt dissection. The patient remained stable, intubated and ventilated in the intensive care unit with aspiration pneumonia. The surgeon was asked if the adhesion had formed against bare permacol or whether it had formed against one of the many titanium tacks that he used to laparoscopically affix the permacol. He stated that he did not notice what specifically the adhesion adhered to. The permacol remains implanted and the patient has now been released from the hospital and is doing much better.

Manufacturer narrative:
Following a review of the device history record for 05b25-9, all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Adhesion formation is significantly reduced when permacol is used to repair the inner abdominal wall when compared to synthetic mesh as the product allows mesothelial cells to attach and proliferate, therefore, reducing the occurrence of adhesion formation.